Event description:
As groshong catheter was being removed from patient by surgeon in his office, it broke into two parts. One of which remained implanted in patient. Patient was taken to out patient surgery at hospital where implanted piece was surgically removed. Patient was discharged in satisfactory condition. Representative of davol was first advised of problem by surgeon and then hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.